Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction with no patient contact. The risk to patient is remote.

Manufacturer narrative:
Recall #z-1215-2014. Investigation results: the most likely cause of the edaz abutment fracturing is related to over prepping of the abutment (removing too much material). Review of 3shape shows abutment to be designed good. Abutment fractured on thickest tip of abutment. When a fracture of an encode zirconia abutment is observed above the seating surface of the abutment, the root cause of the fracture may be related to the design of the screw access hole as documented in corrective action (B)(4), unless other factors are communicated from the dental laboratory or restorative clinician, other factors are observed on the surface of the abutment (damage or evidence of abutment preparation), other factors are observed with the patient-specific design of the device (insufficient support for restoration and/or thin walls).

Event description:
Broke in lab. Abutment fit tight on the model so when lab tried to remove it the tip of the abutment broke off. No patient contact.